Event description:
The patient contacted animas on (B)(6) 2012 reporting that the arrow buttons were not always responding and needed to be pressed as many as 4 times before responding. The patient reportedly wore the pump attached on the wrist and cleaned the pump with a dry cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was noted to be peeling at the ok button. On testing, the down button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.